Event description:
Additional information from the rep indicated that patient was seen in the office, impedances checked several times with palpitations of the battery site and in different positions. Impedances remained the same. Palpitation of the battery causes irritation in the pocket but no radiating pain. The cause of the issue was unknown. The patient has turned the device off. Pain and irritation goes away with the device off and depleted. Patient will follow up with physician to discuss options to revise the device or the pocket. Patient's original nerve pain that the scs was implanted for is now back.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2019; product type: lead; product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's ins was only charged to 30% since it caused pain while recharging. The caller also noted that if the ins was dead and off the patient did not feel sensation but even if the ins was off but charged the patient felt sensation. It was also noted their nerve pain came back with the ins off. The caller stated that even having the ins charged but off for the appointment had caused the patient pain and that it was constant when it occurred. The caller stated the impedances were normal and even after palpating the pocket and running impedances again they were normal. The patient did feel local pain at the ins site when running impedance but nothing else. It was noted the patient had been reprogrammed in the past and that was why they were originally reprogrammed because the patient was still having pain. When the patient laid in their bed on their ins side the sensation was worse. The caller indicated the ins site did not look red or swollen at all. The healthcare provider had obtained x-rays and the lead tips had moved down slightly but nothing of note was seen with the rest of the system or at the ins site.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2019-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2019-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. Caller reports patient has been having right ins pocket pain and irritation, radiates to the right hip area. Caller reports when ins is off and not charged, patient does not feel the sensation. Caller reports when ins is charged, does not matter if stimulation is on or off, patient feels the pain and irritation. Caller reports this occurred about 4-5 months ago. Caller reports currently the ins is dead. Caller reports when she pressed on the header block, patient felt sensation from pressing but is not the same type of pain and irritation as well as no spreading to the right hip area. Caller reports patient denies of any fall or trauma. Caller reports patient did not bring her controller or recharger to the appointment. Reviewed further assessment is needed when ins is fully charged. Caller was redirected to the healthcare provider (hcp).